Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which was identified via a chest x-ray. A chest tube was placed to resolve the pneumothorax. It was reported that the physician believed the event was caused by the patient coughing. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the size of the lesion biopsied was 11mm, it was located in the left upper lobe (lul) and was located approximately three millimeters away from the pleura. The physician does not believe that the ion product caused or contributed to the pneumothorax. According to the physician, the pneumothorax could have likely occurred via another modality. A malfunction of an ion product did not occur. The initial size of the pneumothorax was moderate and did not increase over time. It was confirmed that a chest tube resolved the pneumothorax. The patient was hospitalized for a total of 32 hours and then discharged home.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. As of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted by an is senior failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have potentially caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax which was identified via a chest x-ray. A chest tube was required and placed to resolve the pneumothorax. The patient was hospitalized for 32 hours before the chest tube was removed and the patient was discharged home. The cause of the complication is unknown. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.